Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 276, 275, 200, 320 and 343 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not available to perform a back to back blood test during the call on (B)(6) 2018. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/13/2020 and open vial date is 4 - 5 days. The meter memory was reviewed for previous test result history: result 1:276mg/dl date: (B)(6) 2018 time:3:35pm fasting; result 2:275mg/dl date: (B)(6) 2018 time:10:28am fasting; result 3:200mg/dl date: (B)(6) 2018 time:3:45pm fasting; result 4:320mg/dl date:(B)(6) 2018 time:9:25am fasting; result 5:343mg/dl date:(B)(6) 2018 time:8:03pm fasting.